Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited undersensing and oversensing with episodes showing artifact at the time of the implant procedure. The device remains in use. No patient complications have been reported as a result of this event.